Event description:
It was reported that stent damage occurred. The 90% stenosed, 32mmx3.5mm target lesion was located in moderately tortuous and severely calcified right coronary artery. A 3.50x32mm synergy drug-eluting stent was advanced for treatment. However, the stent struts was found to be lifted due to the calcification and tortuous in the lesion area. The procedure was completed with another of the same device. There were no patient's complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system catheter was returned for analysis. A visual examination of the stent found damaged. Proximal struts, proximal to mid struts and middle stent struts damaged with struts lifted from crimped position. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found a hypotube kink 605mm distal to distal end of strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32mmx3.5mm target lesion was located in moderately tortuous and severely calcified right coronary artery. A 3.50x32mm synergy drug-eluting stent was advanced for treatment. However, the stent struts was found to be lifted due to the calcification and tortuous in the lesion area. The procedure was completed with another of the same device. There were no patient's complications nor injuries reported and the patient's status was stable.